Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical assistance and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17.8 mmol/l (320.4 mg/dl) abdominal pain, and nausea, while wearing the pod on the abdomen between 36 and 48 hours. The patient delivered a bolus correction of 2 units and applying a new pod but the bg levels did not decrease completely. The ambulance was called and treated the patient with a ringer infusion of 1000 ml.